Event description:
It was reported that a patient was able to log in unlimitedly to the pumps programe by entering a code and was thus able to program in values in the admin program. Then the pump was re-restarted so the new bolus of medication could be applied. No adverse patient effects were reported.